Manufacturer narrative:
H10: the authorized service provider (asp) replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the battery was out of date which was the cause of the reported issue. The device was not being used for treatment when the reported event occurred. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that during preventative maintenance, it was observed that the devices battery was bad. It was reported there was no patient involvement at the time the issue was discovered.